Event description:
It was reported by the customer's daughter that the customer had high blood glucose levels over 500mg/dl. It was also reported that customer's insulin pump has been having issues with weak battery alarms. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was monitored. All operating currents tested within spec range. No unexpected weak battery alarms noted. No cosmetic damage noted on pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).